Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed a kink to the shaft 13.5cm from the tip. Microscopic examination revealed that the hypotube is separated at the kink. Functional testing was performed and a check saline error occurred, so testing was stopped. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03oct2025. It was reported that catheter leak occurred. The patient was presented with venous thrombosis of the left lower extremity. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During aspiration, it was noted that catheter leak occurred. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed hypotube separation.

Event description:
Reportable based on device analysis completed on 03oct2025. It was reported that catheter leak occurred. The patient was presented with venous thrombosis of the left lower extremity. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During aspiration, it was noted that catheter leak occurred. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed hypotube separation.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed a kink to the shaft 13.5cm from the tip. Microscopic examination revealed that the hypotube is separated at the kink. Functional testing was performed and a check saline error occurred, so testing was stopped. No other issues were identified during the product analysis.